Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of headache,sleepiness and lung problem. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have headache, sleepiness and lung problem. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection was performed by the manufacturer. The manufacturer found that the power button was sticky to the touch, and an unknown sticky contaminant was on the top enclosure. The manufacturer also found more contamination around the air intake port where the filter would sit as well as around the air outlet port on the rear panel. An internal visual inspection was completed by the manufacturer. The manufacturer found minor to moderate contamination between the joints, in the blower box, in the blower, and in the bottom enclosure. The manufacturer also found the screw boss closest to the interface knob was damaged. The device's downloaded event log was reviewed by the manufacturer and found error e-4. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirmed minor to moderate contamination of unknown substances throughout the device including the patient airpath, and found a damaged screw boss.